Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother reported via phone call that insulin pump was powered off and had alarms of multiple error. Customer change battery but and alarms did not occur. Customer's blood glucose was 23.3mmol/l at time of incident. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected pump error 68/49/23 alarm noted after battery changed. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than ten minutes and no unexpected pump error 23 alarm noted. Unit was communicated properly with blood glucose meter. Unit was received with partially detached reservoir tube retainer, scratched case, minor scratched lcd window, stained keypad overlay, damaged keypad overlay texture and damaged serial number label.